Event description:
Spouse of home pt contacted baxter's technical service center for assistance during pt's apd therapy. Reportedly, the 12 foot extension accidentally became separated from the pt's transfer set during the 3rd cycle. The home pt was attempting to reconnect, however, pt was unsuccessful. The technician assisted the spouse in ending therapy at time of call. Follow up with the home pt's spouse indicated that therapy was not resumed. No pt injury or medical intervention was reported per spouse.